Manufacturer narrative:
Concomitant medical products: lead model # 3889-28 lot # v399339 implanted (B)(6) 2010 explanted unknown; programmer model # 3037 lot # njd099993n.

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a por (power on reset) issue. If additional information is received, a follow up report will be sent.